Manufacturer narrative:
Check valve.

Event description:
The customer reported the ventilator failed pre-operational extended self testing (est) due to a leak at the inspiratory non-rebreathing check valve. The manufacturers field service engineer was able to duplicate the reported problem. Upon inspection, the service engineer observed the check valve body was separated from the outer ring, which may result in blocked airflow through the gas path of the assembly. The service engineer replaced the check valve to address the reported problem. Performance verification testing was completed and passed to operating specifications.